Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly moisture damage motor assembly. Unable to perform functional test due to blank display. Unable to verify motor error alarm due to blank display anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, off no power, and several communication error. Customer's blood glucose level was not reported. The self-test did not pass. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.